Manufacturer narrative:
(B)(4). Date explanted - it is unknown if the screw was removed in the (B)(6) 2017 procedure. Medical product: proximal tibial locking plate, catalog#: 816235807, lot#: ni. 4.0mm canc locking screw, catalog#: 816140085, lot#: ni. Cortical screw, catalog#: 815037046, lot#: ni. Multidirect screw, catalog#: 816335065, lot#: ni (qty: 2). 3.5mm cort locking screw, catalog#: 816135042, lot#: ni. 3.5mm cort locking screw, catalog#: 816135040, lot#: ni. 3.5mm cort locking screw, catalog#: 816135050, lot#: ni. 3.5mm multidirect screw, catalog#: 816335075, lot#: ni (qty: 2). 3.5mm multidirect screw, catalog#: 816335085, lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2016-05039-1, 0001825034-2017-03672, 03673, 03674, 03677, 03678, 03679, 03680, 10152, 10156, and 10157.

Event description:
It was reported that during removal of a right proximal tibial plate approximately twenty-two months post-implantation, it was found that some of the screws were stripped and some of the locking screws were cold welded to the plate. Ultimately, the plate and one screw were left implanted in the patient, as they were unable to complete the removal.